Event description:
It was reported the pt feels some burning around her ipg area when the stimulation is on. The pt stated when she turns off the stimulation, she feels pressure or discomfort. F/u pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.